Event description:
The patient failed to maintain efficacy with stimulation and experienced lack of continued efficacy. The device was explanted. It was confirmed that surgery went fine and the patient was doing better. The patient was implanted with a pump that was still being titrated.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# va02dn8, implanted: (B)(6) 2012, product type: lead; product ID 3888-33, lot# va02dn8, implanted: (B)(6) 2012, product type: lead; product ID 3888-33, lot# va02dn8, implanted: (B)(6) 2012, product type: lead; product ID 3888-33, lot# va02dn8, implanted: (B)(6) 2012, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).